Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the scroll compressor and cable tie. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed compressor output test during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.